Manufacturer narrative:
Product complaint # (B)(4). Additional information: a2. Patient age at the time of event, a2. Age unit, a3. Gender, b7. Medical history/preexisting condition, f10. Health effect - clinical code. Additional information was requested, and the following was obtained: 1. What is the age of the patient? 53 years old female. 2. Has the patient had previous abdominal or gynecological surgery/ies? If yes to previous surgery/ies, any history of adhesions? She had a prior myomectomy with some adhesions of the bowel loosely to the posterior portion of the uterus. 3. On what day did the patient have the index surgery? She underwent a laparoscopic-assisted vaginal hysterectomy on (B)(6) 2022. 4. On what day did the patient have re-surgery? She repeated surgery on (B)(6) 2023. 5. How many units of surgiflo was used during the index surgery? 1 unit of surgiflo was used laparoscopically. 6. What was the type of surgiflo being used: surgiflo hemostatic matrix or surgiflo hemostatic matrix kit with thrombin? Surgiflo hemostatic matrix kit with thrombin. 7. Was there use of any other hemostatic agents during the initial surgery? No. 8. Was excess removed when hemostasis had been achieved? No. 9. What kind of symptoms did the patient present with on post-operative day 14? She presented with nausea and vomiting. A CT scan revealed that she had a small bowel obstruction. She was observed for several days to see if this small obstruction will resolve spontaneously. She had additional CT scans then underwent surgery. 10. Did the patient undergo any investigations: CT scan? Diagnostic laparoscopy? What were the results? CT scan was performed on (B)(6) 22 that showed a small bowel obstruction. 11. How is the patient doing now? She was just seen 2/16/2023 and appears to be doing quite well. She is ready to return to work in approximately 2 weeks. 12. What was the indication for using the product? Bleeding of the vaginal cuff. 13. Was there any delay in the procedure as a result of this event? If so, how long? No. 14. What was used to complete the procedure? Patient underwent exploratory laparotomy and had to have a small bowel resection because of dense adhesions. She had adhesions to everywhere the surgiflo was placed. Pathology suggested giant cell reaction as the patient had a foreign body reaction to the material. 15. What is the surgeon¿s opinion as to the relationship of the product to the symptoms? I believe the patient had a unique reaction to the symptoms. Either unique allergy or foreign body reaction. This caused her to develop dense acute adhesions. The small bowel obstruction would not have resolved without surgical removal of a portion of affected bowel. There were multiple dense adhesions. The worst that I have ever seen. The repeat surgery was primarily performed by general surgeon. This also is most extensive adhesive disease he had ever seen this acutely postoperatively. 16. Was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required. Patient had to undergo exploratory laparotomy with removal of small bowel adhesions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Component code: (B)(4) - device not returned. Reporter also sent report to FDA? ¿ this report was submitted to the FDA via MDR report # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Manufacturer FDA report no. 3008478369-2023-00002). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and absorbable hemostat was used. The patient underwent the procedure for uterine fibroids. The absorbable hemostat was used for hemostasis at the vaginal cuff and ovarian blood flood. Fourteen days later the patient presented with the finding of severe small bowel adhesions to the vaginal cuff and both ovarian blood flow. She required a small bowel resection. Pathology results showed giant cells consistent with foreign body reaction. Additional information was requested